Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken pitch cable at the distal end and the pitch crimp was missing. A review of the instrument log for the product associated with this event shows that the small grasping retractor was last used on (B)(6) 2021 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history was performed and does not show any additional complaints related to this product. The alleged event occurred with 2 uses remaining on the instrument. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the cable of the small grasping retractor snapped. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been obtained as of the date of this report.